Event description:
The following has been reported: biomed reported: please find below the following issue for the pump, no harm of patient reported, nor an active infusion being stopped. Pump problem. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The device was returned for an air compressor failure. Upon powering on, the air compressor was observed to be failing to charge. An internal investigation was done and no physical damage was identified besides a bend to the lever arm.